Event description:
We recently identified a pt safety concern regarding depuy's attune knee system joint reconstruction on the tibial insert rotating platform posterior stabilizing product label. The label contains two different numeric measurement units that appear on the table without clear indication of which unit belongs to which measurement. Additionally, the two units of measurement appear right next to each other and use the same font and font size. There are other MFR's that use both numeric and alphabetic units to distinguish between the two measurements.